Manufacturer narrative:
This report is submitted on 04 mar 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI. Surgery to replace the magnet has been completed (date not reported).